Event description:
The clinic reported that a laser vision correction patient had an epithelial slide in both the eyes at the time of the procedure. Bandage contact lens (bcl) was placed on both the eye. Epithelial ingrowth was noted and removed on : for the right eye: (B)(6) 2013 for the left eye. There was no loss of best corrected visual acuity (bcva). On (B)(6) 2013, the uncorrected visual acuity (ucva) was 20/25 for the right eye, 20/40-1 for the left eye. Rxm +0.75 x -1.75 x 095 20/20 right eye, -2.00 sphere 20/20 left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.